Event description:
It was reported that the pulse generator exhibited premature battery depletion. Output voltage, current drain, and battery impedance values were constantly increasing or decreasing. The device was explanted and replaced.

Manufacturer narrative:
Na